Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on plug strap bond edge and creases fold. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.